Event description:
While investigating a (B)(6) male pt's battery charger/modem for an unrelated issue, a reportable problem was discovered. The battery charger/modem was resetting. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/model sn (B)(4) has been completed. Upon investigation the battery charger/modem was resetting. The output of pin 1 of u13 (cmos flash microcontroller) on the bedside pca board was low, which caused the resets. An intermittent bga connection was also discovered on the flash memory chips (u102 and u105) on the c/a board. The root cause for the intermittent flash bga connections and the defective u13 microcontroller could not be positively identified. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem.